Manufacturer narrative:
The received device had the cannula assembly deployed. The device registered an 0x33 alarm. The device was connected to a master pdm and a 5u bolus was delivered. Fluid was able to flow through the fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred. The bottom housing was punctured through the housing vent, which resulted in post-use damage to the reservoir cap and reservoir. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 394 mg/dl. The pod was worn on the patient's arm for between 4 and 24 hours. As treatment, a new pod was applied.